Manufacturer narrative:
Per the facilities management, the load contents for the reported suspected positive were 100 % identified and recalled successfully; therefore, this event was reported in error. Device information: correction: 2012/02 expiry date, device information: correction: lot# 279107, device available for evaluation: correction: yes, product received (B)(4) 2011, device evaluated by mfg: yes , device manufacture (mo/yr): correction: (B)(4) 2010 manufacture date, correction: general info: qty returned 14. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and there were no non conformance reports found that will contribute to the reported issue. The complaint history review for the cyclesure bi, indicated there were (B)(4) other similar complaints reported for this lot for suspected positive bi. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. Based on the information available, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. The customer stated the incident was due to user error as they realized the bi's were being crushed improperly by the lab personnel. The customer stated this has been corrected and there have been no further issues. There were no problems found with the RMA (returned) samples. The customer has not experienced further positive bi issues after this event.

Manufacturer narrative:
(B)(4) no code available: suspect positive bi.

Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi). It is unknown what the load contents were and whether the load was recalled successfully. It is unknown where in the chamber the bi was placed during processing. The results for the previous and subsequent bi are unknown. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.